Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the console would not power on when plugged in was confirmed. It was determined that this condition was due to the disengagement of the cable and cable assembly to the touchpad display. It was found that there was no locking feature to provide a positive lock to ensure that the cable was fully engaged, and the retention pull out force did not appear to be adequate to survive multiple vibrations. The assignable root cause was determined to be due to loose components. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the console device would not power on when plugged in. There were no delays in the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.